Event description:
Patient reported "rupture" diagnosed via ultrasound and MRI. Later, healthcare professional reported "the integrity of the implant shell is violated" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 3098495: 2774932: capsular contracture, cyst - ndr. Device not returned to device analysis. 2782836: granuloma, capsular contracture, rupture, silicone migration. Device returned to device analysis. Even though there was one additional complaints of rupture for this lot number, the device was returned, and after inspection no workmanship was detected. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.